Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log file data. According to the account, the low flows were due to inflow cannula positioning/dehydration. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the inflow cannula positioning/dehydration could not conclusively be determined. Review of the log file data provided by the account also confirmed a full battery depletion event. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hypertension could not conclusively be determined. The controller event log file contained data on 25aug2021 spanning from 17:01:23 to 17:46:43, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 42 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured. The controller periodic log file contained data logged at approximately 1-hour intervals, spanning from 15aug2021 at 02:03:50 to 25aug2021 at 17:02:26, per the timestamp. Low flow events were captured throughout the log file. At 05:02:29 on (B)(6) 2021, the pump was supported with charged lithium-ion batteries. By 06:02:29, the lithium-ion batteries had been drained enough to activate a low power hazard alarm. By 07:02:29, the lithium-ion batteries had been completely drained, resulting in a no external power event/the activation of the emergency backup battery. The full battery depletion event resolved prior to the timestamp of 08:02:28 on (B)(6) 2021 via the connection to charged lithium-ion batteries. No other unusual events were captured. The controller log files log files appeared to have captured the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further information regarding the event has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 27feb2019. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains important warnings pertaining to pump stops, as well as the following information: section 1 - hypertension is listed as an adverse event as an adverse event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 4 - describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 - outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them. The heartmate 3 left ventricular assist system patient handbook, rev. C, is also currently available. This patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 5 alarms details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the inflow cannula had been repositioned via repeat sternotomy on with mobilization of the entire outflow and inflow cannula to a more inferior, medial position. The patient had experienced additional low flow alarms on (B)(6) 2021 and (B)(6) 2021 as blood pressure rebounded with resolution of alarms with uptitration of antihypertensive medications. The patient was discharged home on (B)(6) 2021 without low flow alarms for 48 hours and remained outpatient.

Manufacturer narrative:
September low flow alarms were previously reported under MFR. Report # 2916596-2021-05222, and will now be captured under this report. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log file data. According to the account, the low flows were due to inflow cannula positioning/dehydration/hypertension. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the inflow cannula positioning/dehydration/hypertension could not conclusively be determined. Review of the log file data provided by the account also confirmed a full battery depletion event. Controller event log file contained data on (B)(6) 2021 spanning from 17:01:23 to 17:46:43, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of (B)(4), activating low flow alarms. No other notable alarms were captured. Controller event log file a9071211 contained data spanning from (B)(6) 2021 at 05:15:09 to (B)(6) 2021 at 12:24:43, per the timestamp. Intermittent low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of (B)(4), activating low flow alarms. No other notable alarms were captured. Controller periodic log file contained data logged at approximately 1-hour intervals, spanning from (B)(6) 2021 at 02:03:50 to (B)(6) 2021 at 17:02:26, per the timestamp. Low flow events were captured throughout the log file. At 05:02:29 on (B)(6) 2021, the pump was supported with charged lithium-ion batteries. By 06:02:29, the lithium-ion batteries had been drained enough to activate a low power hazard alarm. By 07:02:29, the lithium-ion batteries had been completely drained, resulting in a no external power event/the activation of the emergency backup battery. The full battery depletion event resolved prior to the timestamp of 08:02:28 on (B)(6) 2021 via the connection to charged lithium-ion batteries. No other unusual events were captured. The controller log files appeared to have captured the pump operating as intended. The account communicated that the patient had been experiencing constant low flow alarms with high pulsatility index values and noted that the patient drained their batteries, activating the emergency backup battery (ebb). The low flow alarms were later attributed to the inflow cannula positioning/dehydration and resolved after the inflow cannula was repositioned on (B)(6) 2021 via a redo sternotomy. However, following the procedure the low flow alarms returned again due to the patient¿s blood pressure rebounding. The low flow alarms resolved with an up-titration of the patient¿s antihypertensive medications, and the high pulsatility index values were attributed to the inflow cannula positioning and hypertension. The patient was ultimately discharged home on (B)(6) 2021 and no further low flow alarms have been reported at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Incidental findings: review of the controller periodic log file revealed a full battery depletion event on (B)(6) 2021. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains important warnings pertaining to pump stops, as well as the following information: section 1 - hypertension is listed as an adverse event as an adverse event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 4 - describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 - outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them. The heartmate 3 left ventricular assist system patient handbook, rev. C, is also currently available. This patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 5 alarms details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms on battery power. The log files contained low flow alarms with high pulsatility index (pi) on (B)(6) 2021. Most of these events were less than ten seconds long. It was additionally reported on (B)(6) 2021 that the low flow alarms were a result of inflow cannula mispositioning and dehydration. The low flows and pi events reportedly resolved following a cannula repositioning surgical procedure. The patient was reported to have experienced confusion along with the low flows. The pi events were later attributed to cannula mispositioning and hypertension.